Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Microscopic evaluation found the needle exhibited amounts of intergranular and possibly some transgranular failure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that on 6/3/2014 during a veterinary procedure the needle pulled off the suture.